Manufacturer narrative:
Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping scrolling during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone, her blood glucose was 95 mg/dl and when she attempted to bolus with the insulin pump the numbers kept scrolling. Customer doesn't recall any other significant event which may have led to the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device to undergo further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.